Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: all available information was investigated and the reported difficult leaflet grasping and entrapment of device or device component could not be replicated in a testing environment as it was related to patient/procedural conditions. Additionally, the reported difficult gripper actuation could not be replicated in a testing environment as the clip was not returned with the clip delivery system. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Lastly, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and a definitive cause for the reported difficult grasping and gripper actuation issues could not be determined in this incident. The entrapment of device or device component and foreign body in patient were a result of procedural circumstances as the clip could not be freed from the anterior leaflet and was deployed at an unintended location. The reported adverse event of failure to retrieve mitraclip system components is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the gripper actuation issue. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) was advanced to the mitral valve and grasping was performed, but the gripper arms stop functioning. A second grasping attempt was performed. The gripper arms were attempted to be raised, but did not move. The clip was opened to 120 degrees, and troubleshooting was performed, but the clip could not grasp the posterior leaflet. The posterior gripper was noted to be flat on the arm. The anterior leaflet was also embedded within the frictional elements of the anterior gripper. Several attempts were made to free the clip from the anterior leaflet, but were unsuccessful. Surgical intervention was not an option; therefore, the clip was deployed on the anterior leaflet. An additional clip was implanted to stabilize the first clip. Two clips were implanted, reducing mr to 2+. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.